Manufacturer narrative:
An event regarding altr involving a v40 cocr head was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Clinical history, pathology/bloodwork results, and operative reports are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient had altr post primary hip surgery. Doctor revised left hip with head and liner exchange.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Other text : not returned to manufacturer

Event description:
Patient had altr post primary hip surgery. Doctor revised left hip with head and liner exchange